Event description:
It was reported that the insulin pump sustained physical damage to it. The customer stated that the insulin pump broke at the top of the monitor. She also noted that the reservoir compartment had a piece that broke off at the rim and that the o-ring kept coming out. The blood glucose reading was 90 mg/dl. She stated that the insulin pump had pinched her, and when she looked, there was a piece missing from it. She did not know how the damage had occurred. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, broken reservoir tube lip, missing the black o ring inside reservoir tube and cracked battery tube threads.